Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer report number: 2017865-2019-17926. It was reported that the patient presented for revision procedure. Fluoroscopy noted that the right atrial lead and right ventricular lead were dislodged. The right atrial lead and right ventricular lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.